Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had a partial seal. There were successful seals made prior the event occurred. There was less than 500 cc of bleeding. Another device was used to complete the surgery. There was no patient injury.